Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "after primary surgery, patient fell at home and fractured the femoral side. Surgeon put in a restoration ha hip stem, #7-155mm and 32mm +2.5mm head."